Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the meshgraft ii (B)(6) by zimmer-japan on 27 may 2020 revealed that the cutter and side plate needed to be replaced. Repair of the device was performed by zimmer-japan on 27 may 2020 which included replacement of the following: cutter, side plate additional repair included disassembly, clearance adjustment and operation check the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the mesher did not product a proper mesh. No additional graft was needed. There was no harm or delay involved, and an alternate device was used to complete the procedure. No adverse event was reported as a result of this malfunction.